Event description:
Procedure: colon resection. According to the reporter: (B)(4) reference same case. Surgeon informs that approximately 24hours after a right colon resection done on (B)(6), patient had to be re-operated in an emergency surgery after presenting abdominal pain. Blood tests indicating that something went wrong and the patient went into anaphylactic shock. In the original surgery on (B)(6), five 5 egia60amt (2 units n4l0380kx, 3 units n4k0615kx), 1 egia45amt, 1 egia45avm with an egiaushort (unknown lot) were used. In the re-intervention is was observed that the middle area of the stapling line done with the egia60amt was open (distal and proximal areas were ok). So in order to solve the problem, they used again egia60amt to suture the area and as the tissue was ischemic they had to perform an ileostomy. Patient is recovering at ICU. No previous radio or chemotherapy. No reinforcement material used. No delay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental #01. (B)(4).